Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient received medical intervention due to hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod for between 4 and 24 hours. After an appointment at the hospital with the ophthalmologist, the patient visited the diabetes department where the pod was removed from the arm and the nurse administered a manual insulin injection for treatment.